Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was displayed as "high"; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. Additionally, it was reported that the battery gauge was fluctuating. The customer's blood glucose was 109 mg/dl. The customer reverted to an alternate method in insulin therapy.